Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received and no lot number was provided.

Event description:
It was reported that during a maxillofacial fracture procedure, the surgeon was inserting the screw through a matrix facial l-plate and the screw head broke off. The broken screw head was retrieved and discarded of by the account. The shaft of the screw remains in the patients bone. The surgeon completed the procedure with no further problems. No adverse effect to the patient was reported.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for file (B)(4).